Event description:
It was reported to philips that the system was unable to boot into the application.the device was outside clinical use at the time of the event. No harm was reported to philips.philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up completely. As part of troubleshooting, the fse reviewed error logs and found the software was corrupted. To resolve the issue, the fse upgraded the system software to latest version 2.2.10, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.